Manufacturer narrative:
Viv procedure performed.

Event description:
Based on the information provided in the paper ''valve-in-valve transcatheter aortic valve implantation for the failing surgical perceval bioprosthesis. Suleiman t, et al.'' A patient had pre-operative conditions of severe aortic stenosis. On (B)(6) 2016 a perceval size m was implanted. After 4 years of implantation the patient was suffering from dyspnea. The patients symptoms had initially been attributed to the moderate functional mr and moderate pulmonary hypertension (peak 55 mmhg) evident on the echo. However, a subsequent echo showed stenosis of the perceval with a peak velocity (pv) of 4.1 m·s-1 across the valve. On (B)(6) 2020 a 23mm corevalve was implanted as a tavi. The patient had a 48-hour hospital stay for the procedure which was challenging owing to the patient's high body mass index (bmi), short stature and short ascending aorta. The upper part of the valve lay free in the aorta above the sino-tubular junction and therefore crossing the stenotic valve. An initial small regurgitant leak resolved following post dilatation with a 22 mm z-med balloon and ultimately only a small gradient was evident across the perceval-corevalve combination. The perceval valve structure is nitinol and therefore not suitable for fracture. The patient's severe mr, progressive pulmonary hypertension and iron deficient anaemia requiring multiple blood transfusions meant that dyspnoeic symptoms persisted post procedure. From an aortic valve standpoint, the perceval-corevalve apparatus remained well seated on echo 3 months post procedure with no regurgitant jet. There was a higher than expected pv of 3.7ms-1 without apparent valve leaflet dysfunction and this has been attributed to effective patient prosthesis mismatch, anaemia and associated hyperdynamic circulation.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the reported event. However, no further details have been provided to date. Since the device is not accessible for testing (not explanted) and the serial number is unknown, no further investigation is possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval valve IFU. The event is, therefore, a known inherent risk of the device. Should any additional information be received in the future, the manufacturer will provide an update to this reporting activity.